Event description:
The customer reported that when lowering the couch following a patient procedure, the feet extension on the patient support collided with the gantry and caused the brilliance 16 air CT system to shut off. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse determined the foot extension caught on the gantry when lowering the table, causing the vertical encoder string to come off, opening an e-stop and shutting down the gantry. The fse reseated the vertical string encoder and recalibrated the couch to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer at (B)(6) medical center in (B)(6) reported that when lowering the couch following a patient procedure, the feet extension on the patient support collided with the gantry and caused the brilliance 16 air CT system to open estop and shutting down the system. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. This incident occurred when after the clinical procedure had completed and the customer was lowering the table to the lowest position to remove the patient. After this event occurred and the patient was removed from the system, the customer attempted to close estop on the system to resume operation with no success. The fse investigated the issue and determined the foot extension contacted the gantry when lowering the table, causing the vertical encoder string to come off, opening an e-stop and shutting down the system. The philips fse reattached the vertical encoder string and recalibrated the table top resolve the issue. There were no parts replaced as a result of this event. Furthermore; no system log files or a bug report were gathered after this event occurred. No engineering investigation was able to be performed due to the lack of this information. CT engineering investigated the issue and determined it to be acceptable risk. The following mitigations apply: planning a scan beyond surview limits towards the in direction is limited to 100mm out of the surview boundaries. In addition, in case the plan box is out of surview boundaries in the in direction by any value between 20 to 100mm, a warning to the user is displayed, in the current language, to watch the patient. This shall include planning a continued scan limit couch and tilt motion. Limit scan planning to maintain finger clearance. When a motion is commanded, the system (tilt and couch) verifies the commanded motion is executed or motion is stopped. Emergency stop controls on the gantry panels and CT operation box removes power from motion system within 0.5 seconds and stops horizontal motion within 10mm per iec (B)(4). Couch horizontal motion shall shutdown if a linear force greater than 40 pounds for standard or low sag couches; or 70 pound for bariatric or extended couches is encountered while moving. Instruction in instruction for use to watch patient during all movement. During a scan, the system (cirs) checks that the couch moves in the planned direction. Scan is stopped if the wrong motion is detected. Specify, design, inspect and test patient table motion and data acquisition subsystem designs per established development standards. Patient table braking in emergency situation complies with iec-(B)(4) regulations. Table horizontal motion stops in less than 10mm even at speeds as high as 200mm/sec. Specify, design, inspect and test to meet iec (B)(4) regulations. Design employs no sharp corners or projecting parts. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Also, if this malfunction were to recur following a patient procedure, and a collision would occur with the feet extension of the patient support to the gantry due to the table being out of calibration, the e-stop would open halting the procedure. The operator may remove the patient from the system in a controlled fashion. Root cause was not available to be determined do to the lack of log-files and parts being available for engineering evaluation. Based upon the information available the possible cause of this event was due to the table being out of calibration. Data from a previous entry below: (B)(6).

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).